Event description:
It was reported that the day after this pacemaker was implanted, a threshold test was performed, however, the device did not return to the nominal settings, which resulted in bradycardia in the patient. The device was reprogrammed, and the patient's rate remained at 30 bpm. The programmer showed that the device's bradycardia therapy was turned off. The programmer was restarted. Another interrogation was performed, and the device pacing returned to normal. Technical services (ts) reviewed the reports and noted that the device did not have any suspicious errors or resets and appeared to be functioning normally at the time of the event. Ts noted that the patient's intrinsic rate appeared to be coming through at the time of the event and pacing was being inhibited, as a result. The patient was kept in the hospital past the original discharge date as a result of this event. The device remains in use. No adverse patient effects were reported.